Manufacturer narrative:
Block b3: exact date unknown, event occurred six years prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 2000018134. UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate therapy and increased pain at an unknown anatomy location. The patient underwent a procedure where the spinal cord stimulation (scs) devices were removed. The explanted device components will not be returned.